Event description:
It was reported that before a lap low anterior resection procedure, the surgeon opened the device jaws and they remained open and would not shut. The jaws were stuck in the open position. A new device was opened. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.